Manufacturer narrative:
(B)(4). H6: proposed g-code: mechanical (g04) - drill visual examination of the returned product identified signs of prior use. There is wear and tear on the collar of the reamer near the distal end of the reamer. The distal tip of the stepped cutting edge has cracked as well. Product identifier was measured and was conforming to print specification. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. The reported event was confirmed via product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after a surgery, the reamer was observed to be flared. There was no reported impact to the patient. Attempts have been made and no additional information is available.